Event description:
Boston scientific received information that during attempted implant of this h220 cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) pacing was intermittently oversensed by the right ventricular (rv) channel. The ra lead was repositioned, but oversensing was still noted. Since the ra pacing was intermittently sensed this device was removed and a new n119 crt-d was successfully implanted. Oversensing was still noted with the new device however consistently fell into the rv blanking period, so the device did not include the activity when timing. During implant testing, the physician inadvertently nicked the right bundle branch while the patient was programmed to aai pacing and asystole for two seconds was reported. The patient is now pacemaker dependent. The device was programmed to ddd pacing and normal pacing was observed.

Manufacturer narrative:
(B)(4). The root cause could not be determined. The lot number was not provided, therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem baxter will continue to monitor similar reports to determine if further actions are required.(B)(4).

Event description:
This is report number 5 of 5 received by baxter (B)(4) from a physician for an increase in peritonitis cases at this facility. The patient's doctor requested an investigation since the number of peritonitis events was increased. The patient was admitted to the hospital for fungal peritonitis on (B)(6) 2009 and discharged from the hospital on (B)(6) 2010. The patient was treated with triflucan 100 milligrams intravenously. The patient continued therapy using hemodialysis.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. If additional information becomes available, a follow up report will be submitted. The product used is unknown and therefore the 510(k) is unknown.